Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed the specified threshold. The pump was replaced, and the customer reverted to multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.